Event description:
It was reported that when the device was used during an unk procedure, the staples did not form properly. Another device was used to complete the case. There was no consequence to pt.